Event description:
The dentsply dual-select irrigation unit was hooked up to a cavitron unit to deep scale a pt. The cavitron tip in use was the hufriedy furcation plus, which is a ball point tip. The pairing together of the dual-select unit and the furcation plus tip, caused an adverse event. The dual-select unit is a closed fluid unit. It has no warning system to tell the clinician that the fluid is about to run out. Unlike regular cavitron tips, the furcation plus model breaks at the ball tip in a split second if the fluid runs out. In this case, the tip, upon breaking, lodged itself in the gingival tissue and had to be surgically removed. Also, be it known that there are two containers on the dual-select system. Rptr strongly suspects that when one container is running low and the clinician switches to the next filled container to get continued fluid flow, a pocket of air is created and that air could cause the breaking of this tip. And worse yet, when you know that the air pocket exist, and you remove the tip to clear the line to get a smooth fluid flow, and you think that you have that flow, another pocket of air shows up again. The dentsply instruction booklet has no mention or warning of this problem. The hufriedy furcation tip also has no warning of this potential hazard. I believe neither co was aware of it. However, rptr has informed both companies of this adverse event. Dentsply has contacted rptr in an effort to obtain the particular unit that caused this adverse event, in which case, rptr believes they are investigating the root cause and hopefully questioning the design of this piece of equipment. In all honesty, in rptr's opinion as a registered dental hygienist, rptr very much hopes that the hufriedy furcation plus cavitron tip will continue to be mfg. It makes a major difference in being able to successfully deep scale the tougher periodontal pts. However, in the years to come, with the cds, as rptr understands, making closed water unit in the dental chairs mandatory, rptr believes that as with any other equipment, training and better instructions for operation of this said tip, must be provided.